Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with channel 1 "air" problem; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported problem "channel 1 air" was confirmed in the repair primary of the associated (B)(4). Service reproduced the condition by finding a constant air alarm when pump 1 was loaded with a primed line. This was the alarm, service determined that the customer was referring to by stating "channel 1 air." The cause of the condition was a defective air sensor in pump 1. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.